Manufacturer narrative:
Patient gender and weight unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be duplicated. No failure was found with the system. The imaging system then passed mechanical and imaging testing and was found to be fully functional. No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system had issues booting up. No impact to patient and a delay to the procedure of less than an hour were reported.